Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported inconsistencies with oxytocin infusions in the ob-gyn unit, stating that it seemed to require more drug than expected for some patients to achieve the desired effect. The customer stated that a patient experienced post-partum hemorrhage. There was no report of long-term patient harm. The customer alleged that the under infusion and patient response was associated with the batch of compounded oxytocin and not a pump module issue.